Event description:
It was reported that the customer was treated by the paramedics. The customer stated that she may have set her settings on her pump incorrectly. Troubleshooting was performed and pump programming and function appeared to be normal.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.